Event description:
The customer reported experiencing multiple alarms, specifically alarm 2 followed by alarm 26, signaling occlusion events. Despite these alarms, there was no occurrence of the customer's blood glucose levels exceeding 500 mg/dl nor did the continuous glucose monitor read ¿high,¿ indicating no severe impact on blood glucose levels. The customer addressed the occlusion events by changing the infusion set and cartridge and resuming insulin therapy. They were advised to try new site locations, and to contact technical support if occlusion issues persisted for live troubleshooting.